Event description:
The pt experienced a lack of effect. The pt followed-up with the health care professional (hcp) for the first time approx 7 months after implant. At that time, the implantable neurostimulator (ins) was confirmed to be flipped. The hcp stated, "the patient caused the ipg to be 'flipped' (at a minimum 4 times)". The ins surgically repositioned correctly in the abdomen in 2008.